Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the device would not be returned for evaluation. The sample was subsequently provided. This report has been updated with the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes were found in the needle chamber. The valve was tested for programming; no issues found. The valve was flushed; no occlusion was noted. The valve was then leak and reflux tested; no issues found. The catheter was irrigated; no occlusion noted. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported that: "chpv is over draining at 200 mm h2o". The problem occurred after implant surgery. The device is being returned.

Manufacturer narrative:
Corrected field: device available for evaluation. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.